Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not working. No patient symptoms were reported and there were no complications. Indication for use is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been wetting the bed a lot lately. Caller stated they kept wetting the bed and wanted to know if the ins was turned off or not. The patient was able to sync with their ins on the call and they were seeing the ins was on at 2.8v. Caller increased to 3.1v and reported it was comfortable. Caller was redirected to their healthcare provider if their symptoms did not resolve. No further complications were reported or anticipated.